Manufacturer narrative:
Upon investigation of the actual device used in this incident, the reported malfunction could not be reproduced. A field service engineer cancelled the work order and stated that the issue was resolved by the information technology team. The system functioned as intended after the information technology team troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es was on disconnected mode and orders were not crossed. The customer reported that the malfunction occurred when the user was trying to issue the medication to the patient and there was no delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.